Event description:
I had essure procedure done in 2008. I have had 2 xrays and hsg test performed to make sure the procedure has worked. It has not worked, one of the implants came out of my fallopian tube and is now sitting in my uterus. My doctor will not refund any of the cost, and is now wanting me to have my tubes tied. I had this procedure done because it had such a high success rate and now I'm out of money and it doesn't even work. What's worse is now there is a foreign object floating around in my body, my monthly cramps have gotten worse. I have now read on several forums of women having this same problems and worse. I think more needs to be done to make sure this doesn't happen to another victim. Also in order to take these out, it involves a major surgery. I feel this product is a danger to anyone who uses it. Dates of use: 2008 - 2009 - current. Diagnosis or reason for use: permanent birth control.